Event description:
It was reported that ventricular oversensing was observed at a routine follow-up. Inappropriate vf detection occurred. The capture threshold and r-wave amplitudes were variable. An increase of pacing lead impedance was also noted, but at the time of replacement, the impedance had returned to normal measurements. The lead was capped and replaced. The patient condition remained stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.